Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the cement was leaking out of the side of the valve on the cement mixer. Although some of the cement leaked, 8cc cement was implanted in the vertebral body. This quantity was enough to complete the procedure. No patient complications were reported as a result of this event.